Event description:
Additional information was received. It was reported that the visit has not been scheduled yet. The patient was satisfied with everything; otherwise he would have expedited his visit to the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient did not use programs that required more energy. The patient did not adjust the ins programming more often. No actions were taken. In regard to the outcome, there were no complaints.

Manufacturer narrative:
G2. Foreign: ru medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for "fbs (failure syndrome on the spine)". It was reported that the rep's client asked them about a patient's complaint. The patient previously received therapy in hd format using the algorithm. The device was charged every two to three days. But since december, the patient has been complaining that he needed to charge it every day; recharge interval change. As a result, the patient was transferred to tonic therapy. The latest session report was provided. No symptoms were reported. Technical services noted that there are a few factors that could lead to a change in recharge frequency such as changes in impedances or changes in settings, but the session report didn't provide enough information on those aspects. The session report showed an average charge duration of 55 minutes and an average recharge interval of 18 hours. No symptoms were reported. Additional information was received. It was reported that the doctor was "expecting a remote patient for an appointment."